Manufacturer narrative:
(B)(4). Batch # 925a26. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and one ecr60d reload(b), and two gst60g reloads(c and d) present. The reload(b) was received partially fired 1/16, with 6 drivers missing, making the reload(b) non-functional. In addition, the reload(b) pan was noted to be partially dislodged from the left proximal side. Both reloads(c and d) was received unfired. However, the reload(c) was received unfired with pan detached from the reload and 31 drivers missing, making the reload(c) non-functional. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with the reload(d) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Regarding reload(b), it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Regarding reload(c), no conclusion could be reached on what may have caused the reload pan to dislodge. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 925a26, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.